Event description:
The customer complained of false positive nitrite results for some patient urine samples from chemstrip 10 sg test strips. The issue did not occur with all patient urine samples. The customer did visual tests and noticed she was getting positive nitrite results. She expected the results to be negative as she did not see bacteria in the sediment of the urine samples with a microscope. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer stored the test strips correctly and the strip pad was white before use. The customer did not use urine samples that were red or pink. The qc was acceptable. The suspect product was requested to be returned for investigation. This medwatch will cover test strip lot 21650803. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 22262702.

Manufacturer narrative:
The customer material of lot 22262702 and the retention material of the lot 22262700 and lot 21650800 were visually checked with native urine and a nitrite-dilution series. The results of the measurements fulfill our requirements. No false positive results were observed. Device was requested for return but was not available.